Event description:
An event occurred during a patient's colonoscopy procedure. The device malfunctioned and there was a concern for potential perforation due to the malfunction. In regard to this event, and others, the endoscope suctions the luminal contents without the suction button being depressed. Once this starts, it tends to get worse. In some cases, changing the valve to a non-disposable valve improved/resolved the issue. This leads to poor and non-sustained insufflation of the intestinal lumen, resulting in poor visualization of the lumen. This impacts:(1) the ability to identify abnormalities, therefore the possibility of missing pathology; (2) recognizing landmarks necessary to complete the procedure, and (3) prolonging the procedure or rendering it harder to complete. Eventually, and in the more serious events, suction overcame insufflation resulting in suction into the mucosa. This leads to extreme difficulty completing the procedure, mucosal injury through creation of 'suction polyps', and mucosal trauma as was documented. The inability to maintain luminal insufflation also gives rise to the suspicion of perforation, which then has ramifications including non-completed procedure.